Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/14/2014 with the following findings: the pump black box showed one power interruptions on (B)(6) 2013, the pump basal delivery did not resume for approximately 9 hours. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump was exercised for 24 hours without any issues or interruptions in basal delivery. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been requested for return to animas at this time. Troubleshooting of the event indicated that the pump was safe for use. The patient was advised to discuss the possible need for settings adjustments with a health care provider. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2013 reporting a low blood glucose down to 1.9mmol/l; the patient indicated that paramedics were called and the patient was treated at home with glucagon, glucose gels, juice, peanut butter toast. The patient reported that the pump emitted an empty cartridge alarm at 03:30, the cartridge was changed and the pump was primed and resumed; the patient confirmed being disconnected from the pump at the time of the prime. The patient reported performing a fill cannula of 0.25 units into cannula that was already inserted and was in use for several days. The pump settings were reviewed and confirmed that the pump was programmed appropriately. The patient reported being on an alternate treatment plan until the health care provider cleared continuing use of the pump due to use of long acting insulin. The patient was advised that review of the pump indicated that the pump is safe for use. The patient was advised to discuss changes to the pump settings as the patient reported having a history of low blood glucose levels. This event is reported with the conclusion that the patient experienced hypoglycemia requiring treatment from paramedics while using insulin pump therapy.